Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had contacted their managing physician about the issue and had an appointment on oct. 17. Regarding circumstances that may have led to the issue, the patient stated that they had not done any physical activity since the surgery not even going for a walk. They noted that they had no idea what led to the shocking sensation. As a step taken to resolve the issue, their doctor wanted them to try turning the device off and then trying different program settings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that there was a shocking sensation in her lower back where the lead wires are when she is in certain positions. The patient stated that she will feel the shocking while bending over or when using those area muscles where the leads are, arching her back. The patient stated that the sensation is intermittent and seems to be positional since september 2019 (stated the past 4 days). The patient stated that there were no trauma/falls that could be related to this issue. The patient to follow-up with their healthcare provider (hcp). No further complications were anticipated/reported.